Event description:
During testing at the user facility, inaccurate delivery occurred on channel b of the device. Prior to testing, the customer contact reported during preventive maintenance testing in the biomedical department the device did not pass the led test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not been received. This report represents all the information known by the reporter upon query by hospira personnel.